Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) contacted the customer and confirmed the reported issue. The rse checked the log file and found that the injector hand switch was active at startup causing the system not to start up correctly. The rse confirmed that the cause of the issue was due to a hand switch failure. The rse ordered the part, and the hand switch was replaced by the customer themselves. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system displayed the message that the injector hand switch was active at start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.